Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 210 units, and the insulin gauge displayed a fill estimate of over 240 units. The customer did not provide a blood glucose value, but reported doing "okay". The customer declined to undergo another load process so that the pump can re-evaluate the fill estimate. Although requested, no further information was provided on the reported event.